Event description:
The physician was dilating a focal stenosis in an av fistula. The balloon burst at about 18-20-atm. When they tried to remove the balloon from the 6 fr sheath being utilized, some resistence was felt. Once the balloon catheter was removed, it was noted that part of the balloon was missing as well as the distal balloon marker of the catheter. They looked under fluoroscopy and noted that the marker was still inside the av graft. They were able to retrieve the marker from the distal end of the catheter. No separated balloon portion was retrieved.